Event description:
A posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown.

Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode was observed as a posterior needle to cuff miss, posterior needle tip break and foot detachment. The location of the detached foot is not known. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similarity could not be determined as a specific failure mode was not provided. Although a specific failure mode was not provided, the returned device conditions indicates a posterior needle to cuff miss, posterior needle tip break and foot detachment occurred. However, a conclusive cause could not be determined based on the returned device condition. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Date of event: estimated date. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device via 6fr sheath was attempted in a calcified common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, an unknown device malfunction occurred with the proglide device. The tavi procedure was completed. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.